Event description:
It was reported that the customer noted something leaking form the generator associated with the 9600 system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified that the electrolite was leaking from battery pack. Replaced battery pack and check charger calibration and completed a battery load test. The system was found to be working as intended and placed back into service.